Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Product was provided for evaluation but analysis would not be able to confirm the complaint nor determine a potential root cause. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.